Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirteen devices were received for evaluation; 12 events were confirmed during testing, one event was not duplicated. Four devices were found to be affected by non-stryker repairs. One device was found to be affected by a damaged components and corrosion. Five devices were found to be affected by corroded components three devices were found to be affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.